Event description:
Procedural treatment was onyx emoblization of an avm located in the hand. After two successful injections with ultraflow and onyx, a new vessel was then selected and a third ultraflow was used with onyx 20. During injection, it was noticed the onyx did not exit from the catheter's tip. Upon screening up the arm, a large plug of onyx was visible and lodged in the artery supplying blood for the right thumb. Since there was also blood being supplied from the ulnar artery and the plug of onyx was not completely occluding the artery, a decision was made not to attempt to remove the plug of onyx and the pt was placed under observeation. The status of the pt was not reported. Additional info regarding the pt's condition has been requested.